Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort/ severe pressure"), dysmenorrhoea ("extremely painful periods"), fatigue ("chronic fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6)-year-old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events, including increasingly severe pain (interpreted as pelvic pain due to the context). The plaintiff was submitted to a hysterectomy to remove essure on (B)(6) 2016. Pelvic pain may occur among women under essure use. In the present case, the plaintiff started to experience pelvic pain after essure insertion. This case was classified as incident since device removal was required (hysterectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort/ severe pressure"), dysmenorrhoea ("extremely painful periods"), fatigue ("chronic fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, dysmenorrhoea, fatigue and abdominal pain lower to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Company causality comment this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events, including increasingly severe pain (interpreted as pelvic pain due to the context). The plaintiff was submitted to a hysterectomy to remove essure on (B)(6) 2016. Pelvic pain may occur among women under essure use. In the present case, the plaintiff started to experience pelvic pain after essure insertion. This case was classified as incident since device removal was required (hysterectomy performed). Follow up information will be obtained through the litigation process. A product technical analysis is being sought.